Event description:
It was reported that the patient presented in clinic with symptom of chest pain. It was discovered that the patient's right ventricular (rv) and right atrial (ra) lead exhibited high capture threshold. A computed tomography (CT) scan was performed and revealed the ra and rv leads had microperforated the patient's heart. The ra and rv leads were explanted and replaced. The patient was stable throughout.